Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. The reported event of helix unable to fully extend was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued inside the connector region consistent with procedural damage. X-ray examination of the helix found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cutting and cleaning the distal end, the helix could be retracted and extended by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region, excessive blood inside the distal coupling, and overtorqued inner coil.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricle (rv) lead was unable to fully extend and high pacing impedance was noted. The rv lead was explanted and after additional manipulation, the helix fully extended in a swift motion. The rotation of the helix was not tested prior to introducing the rv lead into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.